Event description:
It was reported that, doctor was attempting to put in a locking screw and do the distal femoral plate. The head of the screwdriver shaft broke off. Everything came out of the patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.